Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on an unknown date. During the procedure, "when placing the input, it detaches and remains two meshes." The procedure was completed using a new device. The problem is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the mesh tore and detached.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.